Event description:
It was reported to medtronic that in (B)(6) 2012 (exact date unknown) a vent tube was implanted in a (B)(6) male patient. After the implant procedure, the patient experienced inflammation, purulence and infection. The physician is considering explanting the device.

Manufacturer narrative:
This device is used for therapeutic purposes. The exact implant date is unknown, but was reported to be (B)(6) 2012. (B)(4). The device remains implanted and will not be returned for evaluation. The device was not returned and therefore, no evaluation could be performed.

Manufacturer narrative:
Additional information received (B)(4) 2013 confirmed the device was explanted. The explant date is unknown. The patient was treated with antibiotics and was reported to be ok. The device will not be returned as it was discarded. The patient's medical history includes middle ear effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.